Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of worsening mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology due to the affected leaflet segment. In addition, the reported worsening mr was likely a secondary effect to the slda, as the mr was noted to increase after the slda occurred. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed because the implanted clip detached from one leaflet and remained attached to the other leaflet. On (B)(6) 2016, the mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3. One clip was implanted, reducing the mr to <1. Visualization was difficult due to echographic machine issues. One day post-procedure, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr increased to 3-4. No further clips were implanted. On (B)(6) 2016, the patient underwent surgical mitral valve replacement and is doing well. No additional information was provided.